Event description:
Patient participated in a (B)(4) study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in patients diagnosed with cervical degenerative disc disease (ddd) between c2-c7. Preoperative diagnosis was symptoms of radiculopathy. Patient was implanted with a vectra-t cervical plate and a ti vectra-t plate spacer levels c3-c4 and c5-c6 with pedicle screws at c3, c4, c5 and c6. Patient had been experiencing pain for 48 months. Surgery date was (B)(6) 2007 and postoperatively patient experienced dysphagia and dysphonia, requiring observation. This is report 4 of 9 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.